Manufacturer narrative:
Bottle 8 (ethanol) was not in contact with the corresponding sensor for four (4) seconds from 22:43pm on (B)(6) 2017, which is insufficient time to complete manual replacement of the reagent and the properties of the reagent station were reset. The properties of the reagent in bottle 8 prior to this action were: ethanol concentration=52.0%, cycles-161, cassettes=6786 and days=98. Although the user affirmed in the instrument software that the reagent concentration in bottle 8 (ethanol) was to be set to 100% at 22:43pm on (B)(6) 2017 the actual concentration of reagent in bottle 8 (ethanol) remained unchanged at 52.0% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 8 (ethanol) was used for the final dehydration step of the "p4" protocol started in retort a at 22:51pm on (B)(6) 2017, from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration/clearing step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument functioned as designed during execution of the "p4" protocol started in retort a at 22:51pm on (B)(6) 2017. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 22:43pm on (B)(6) 2017. Specifically, a user failed to complete manual replacement of the reagent in bottle 8 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
A leica biosystems service and sales specialist received a complaint that "tissue has been compromised and they are currently trying to reprocess." The laboratory requested the service and sales specialist to determine "if a reagent on one of their peloris had been changed and reset without actually been changed." Evaluation of the instrument logs by the service and sales specialist identified a use error involving resetting the station properties for bottle 8 when the bottle had not been in contact with the corresponding sensor for three (3) seconds. The service and sales specialist measured the ethanol concentration in bottle 8 and the measured ethanol concentration was 35%. All the reagents including the wax in all four wax baths were subsequently replaced. On (B)(6) 2017, the following information was provided by the laboratory "I gave up on waiting for feedback from the pathologists, so I pulled the reports. None of our pathologists gave feedback to the department head, so she was under the impression they reported on the cases according to rod. All 10 cases had some form of report go out on them, even if it was based on an architectural diagnosis, as there was nuclear disruption impeding diagnosis. After looking at the 10 cases, 7 of them had comments of technical failure and references to artefactual disruption. One pathologist recommended clinicopathologic correlation was required with her diagnosis, another commented they were irretrievable, and while he reported on the cases he said a proper assessment was not possible. All tended to err to a higher grade diagnosis if unsure, surprising our immunohistochemical stain worked on one of the cases to aid diagnosis."